Event description:
The customer reported experiencing a minimum fill notification with their insulin pump. The customer's blood glucose level increased to 566 mg/dl as a result of the issue. Customer administered correction bolus to resolve elevated glucose level. The customer's caregiver assisted with loading the cartridge due to the customer being blind and insulin therapy was resumed.

Event description:
Customer reported a minimum fill notification and confirmed that blood glucose levels exceeded the threshold. Customer attempted to load a new cartridge and filled it with 300 units of insulin, with a usable amount of 248.8 units. Technical support advised the customer to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge did not resolve the issue, nor did replacing it with a new cartridge. As a result, the case was escalated to additional support for further assistance.